Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that either during the delivery or after the partial deployment of the stent graft, the graft became twisted along its unsupported segment. A type iii endoleak (MDR 2953200-2008-01276) was observed from the graft's ipsilateral side after using a reliant balloon to inflate the twisted area of the graft. The physician elected to use an aneurx cuff in the location of the endoleak, which successfully sealed the graft and resolved the endoleak. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(Secondary intervention required) - (may have contributed to type iii endoleak) - results: endoleak. May have contributed to type iii endoleak.